Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos signal lost is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported via a phone call to the manufacturing facility. The biomed called the operator. The iab-05840-lws had been connected to the pump in the cath. Lab and zeroed prior to insertion. During the insertion the signal was lost. A 2nd (iab) intra-aortic balloon was connected to the pump. It zeroed successfully also and during the insertion the signal was lost. The 2nd iab was inserted and the central lumen was utilized as the arterial pressure signal source. The biomed connected the fos tester to the pump (autocat2 wave iabp sn: (B)(4)) and the pump was able to zero the tester. The fos status was ok. The css asked if the biomed could get the 1st iab used to test it. The biomed called back when she had the iab. She connected it to the pump. The fos icon remained black and the fos status was (ll) low light. The iabp functioned appropriately. The issue was with the iab. The patient outcome is listed as patient is alive and receiving iabp support.

Event description:
It was reported via a phone call to the manufacturing facility. The biomed called the operator. The iab-05840-lws had been connected to the pump in the cath. Lab and zeroed prior to insertion. During the insertion the signal was lost. A second (iab) intra-aortic balloon was connected to the pump. It zeroed successfully also and during the insertion the signal was lost. The second iab was inserted and the central lumen was utilized as the arterial pressure signal source. The biomed connected the fos tester to the pump (autocat2 wave iabp sn: (B)(4)) and the pump was able to zero the tester. The fos status was ok. The css asked if the biomed could get the first iab used to test it. The biomed called back when she had the iab. She connected it to the pump. The fos icon remained black and the fos status was (ll) low light. The iabp functioned appropriately. The issue was with the iab. The patient outcome is listed as patient is alive and received iabp support.